Manufacturer narrative:
Additional information was received that the implanted valve was an evolut r, not a core valve as previously reported. The serial number was received and has been added to this report.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Event description:
Medtronic received information that six days after the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) indicated a second degree atrio-ventricular (av) block. Subsequently a permanent pacemaker was implanted. No other adverse patient effects were reported.

Manufacturer narrative:
Received clinical baseline pre-implant information from the facility that the patient had a pre-existing conduction disturbances. Upon review of the recent pacer implant six days post valve implant, it was specifically reported to not be related to the device or valve procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.